Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One month post procedure the patient presented to the hospital with chest and jaw discomfort. A computed tomography (CT) scan was performed which showed that the closure device had embolized out of the laa and into the aortic arch. The patient was brought in to have the closure device removed. The physician successfully removed the closure device from the patient using a percutaneous approach. The patient did not experience any complications as a result of this event and is expected to make a fully recovery.